Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 421 mg/dl. The customer treated with a bolus. The mother stated that her son was using the quick-set and he has a lot of fat. The customer had symptoms such as feeling hyper over the phone. The customer treated for the high readings with the pump. The mother stated that they also received low battery and low reservoir alarms from the pump. The customer was advised to call back to troubleshoot.